Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) found that the temperature on the customer's refrigerator was abnormal and suspected that the reagent was frozen at the time of the low result. The customer could not provide any additional information for investigation. Based on the data provided, the cause of the event could not be determined. The investigation did not identify a product problem.

Event description:
The initial reporter stated low results were obtained using a new reagent lot for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay disk analyzer. The results for 1 patient sample were discrepant. The initial result was 4900 miu/ml. The customer repeated the sample using a new box from the same reagent lot and got a result of 76751 miu/ml. The repeat result was believed to be correct. The initial result was not reported outside of the laboratory. After switching to the different box of reagent, the customer had no further issues. All patient results returned to normal. The e411 analyzer serial number was (B)(4).